Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor and/or board issue. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information b5, h6, h10 this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked by the l bracket. There was no force sensor error or any other alarms in event history log (ehl) relating to the reported problem. During the functional testing the reported issue was able to be duplicated. The black screw connecting the force sensor and the plunger head mount was very loose. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced old black screws, secured force senor and head mount with new screws. Also replaced force sensor as a preventative measure, it was 12 years old. Performed power up process, calibration, preventative maintenance and all functional tests which passed., corrected data: d1

Event description:
Additional information received via email: I happened to find the problem when the pump was brought back to cme for repair. We were dispatched to perform inspections on four pieces of equipment to be put into service prior to use at one of our customers facilities. I do not know what took place with the pump prior to us picking it up.